Manufacturer narrative:
Product event summary: the data files and balloon catheter 2af283 with lot number 35151 were returned and analyzed. The bin files showed at least six applications were performed with this catheter and seven applications were performed with a different catheter without any issue on the date of the event. System notice (B)(4) ¿leak detection¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the inner balloon. The investigator was unable to perform the performance test due to persistent system notice # (B)(4). Dissection/ pressure testing showed a guide wire lumen breached at 1.272 inches proximal from the tip. In conclusion, the balloon catheter failed the return product inspection due to a guide wire lumen breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
Product event summary: additionally, the catheter failed the returned product inspection due to a guidewire lumen kink. If information is provided in the future, a supplemental report will be issued.